Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed a damaged force sensor flex wire, resulting in an intermittent connection. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number:2531779-03/24/2010-003-r

Event description:
The pump was returned for recurring loss of prime. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed a damaged force sensor flex wire, resulting in an intermittent connection. This report is made based on results of investigation completed on 02/29/2012.